Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting procedure, the endoscope 5.5mm required to be changed out due to a foggy image. The case was delayed 5 minutes in an attempt to locate a replacement endoscope. A replacement could not be located, and the operator converted to open incision to complete the procedure successfully. Terumo considers a conversion to open incision a serious injury, thus this event is being reported.

Manufacturer narrative:
Terumo has not rec'd the actual device for evaluation; therefore, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo references (B)(4).